Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Pump declared altitude alarm 21. Customer's bg at time of event - specific value is unknown but bg remained between 54-500mg/dl (3.0-27.7 mmol/l), no further bg questions required. Notable events that led up to the alarm - pump had gotten wet. At any time did the pump go outside of the allowable operating altitude range? - no. Issue had resolved by the time customer reached cts, cts advised customer of speaker hole messaging as well as max operable range for pump.